Event description:
Customer reported blood glucose results of 200 mg/dl, 69 mg/dl, and 52 mg/dl within 10 minutes on the aviva system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.